Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an impending rupture of thoracic descending aortic aneurysm (suspected infectious aneurysm) using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ctag ac ((B)(6)) was deployed successfully. A confirmation angiography showed aortic dissection in the distal aortic arch. An additional ctag ac was implanted in the dissected site. The patient tolerated the procedure. Reportedly, the guidewire was pulled out of the delivery catheter of tgm343415j before the device deployment, and in doing so, the tip of the catheter hit the vessel wall and formed a dissection. The removal of the guidewire was unintentional and the physician commented, "I will be more careful next time."

Manufacturer narrative:
Sections b5 and h6 have been corrected to more accurately reflect the information obtained.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an impending rupture of thoracic descending aortic aneurysm (suspected infectious aneurysm) using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ctag ac (tgm343415j) was deployed successfully. A confirmation angiography showed aortic dissection in the distal aortic arch. Reportedly, it occurred due to the tip of the delivery catheter of tgm343415j during an operation of withdrawing a guidewire from the delivery catheter. An additional ctag ac was implanted in the dissected site. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.